Event description:
A cracked and shattered touchscreen on the customer's pump was reported, rendering it unresponsive and illegible. There was no reported impact to the customer¿s blood glucose level. The warranty on the pump was voided as the damage was caused by a dog. Consequently, the customer was transferred to the renewals process to obtain a new pump. A loaner pump was not available, and the case was closed after a message was sent to renewals.